Event description:
It was reported that patients experienced ineffective therapy, patients lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
E1 initial reporter phone number (B)(6). Date of event is estimated.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, visual inspection showed the returned lead found all the internal wires broken.

Event description:
Additional information indicates that patients lead was fractured.